Event description:
Procedure: colectomy. Reportedly, after 2 1/2 hours of use the jaws broke and could not be opened or closed. The device was removed by pulling it from "the" and there was no bleeding or adverse affects to the tissue reported. The case was a total colectomy for cancer on the left part of the colon.